Event description:
During ptca of circumflex, stent came off balloon - ended up in left iliac artery. Stent successfully retrieved. Patient without reaction or untoward effects. Procedure then aborted. (Stent appeared flared at end catching on guide catheter.